Event description:
It was reported there was bleeding during a total gastrectomy procedure. The tissue was excised and re-anastomosed with another stapler to complete the case. No patient consequence.